Event description:
Customer reported receiving a high reading from their adc device. Customer reported a high reading of 219 mg/dl which was higher than a lab reading of 95 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter and strips has been returned and investigated with known-good retained battery. Visual inspection has been performed on the returned meter and strips; no issues were observed. Meter powered on with button depression and strip insertion. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips, and all units performed in specification and passed. Section d4 (serial number) was updated from dcga125-n794 to dcga125-n0794. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading from their adc device. Customer reported a high reading of 219 mg/dl which was higher than a lab reading of 95 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.